Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead presented to the hospital due to not feeling right. The patient was hospitalized. It was determined that this rv lead had evidence of oversensed noise resulting in inappropriate therapy, low amplitude, and low out-of-range impedance measurements. Insulation damage was suspected. Surgical intervention was performed and the lead was abandoned. The patient is not pacemaker dependent and there were no additional adverse patient effects were reported.